Event description:
It was reported that the permanent cautery spatula instrument was burned and melted. The customer-reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and the complaint was not confirmed by failure analysis. Customer reported the instrument was burned and melted. Failure analysis could not reproduce to be related to the customer reported complaint. The instrument articulated as expected during the manual articulation test. There was no damage to the distal end observed during visual inspection. The instrument was tested on an house system and passed the energy test. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found instrument tested normally with no damage; no product issue found. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.